Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Today in the middle of our tka case with dr. (B)(6) the pin in the top "if" the mics, that allows you to adjust handle position, fell out while we were making cuts on the femur. The adjustment lever then fell off. Dr (B)(6) put the lever on and pushed the pin back into place. The pin then fell out again on the next cut. I asked him if we could change mics hand pieces. We only had 1 cut left to make which was the tiba, he wanted to proceed. I made the suggestion that he might hit his tibial array because we couldn't move the handle out of the way. He then took an adson forcep and pushed it in the hole. He was able to then adjust the handle out of the way. We completed the tibial cut without difficulty. We finished the case. When I pulled the mics off of the robot, the hole where the pin belongs is no longer visible so as to adjust the handle to see all of the numbers correctly. I hope that I was able to get the serial number correct for return. Surgical delay- =15 minutes. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that in the middle of our tka case with dr. (B)(6) the pin in the top if the mics, that allows you to adjust handle position, fell out while we were making cuts on the femur. The adjustment lever then fell off. Dr (B)(6) put the lever on and pushed the pin back into place. The pin then fell out again on the next cut. I asked him if we could change mics hand pieces. We only had 1 cut left to make which was the tiba, he wanted to proceed. I made the suggestion that he might hit his tibial array because we couldn't move the handle out of the way. He then took a adson forcep and pushed it in the hole. He was able to then adjust the handle out of the way. We completed the tibial cut with out difficulty. We finished the case. When I pulled the mics off of the robot, the hole where the pin belongs is no longer visible so as to adjust the handle to see all of the numbers correctly. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k09v3 and 24 devices were accepted into final stock on 07/06/2017. A review of qt17-07-0010 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k09v3 shows 10 additional complaints related to the failure in this investigation. The related complaints are (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.

Event description:
Today in the middle of our tka case with dr. (B)(6) the pin in the top if the mics, that allows you to adjust handle position, fell out while we were making cuts on the femur. The adjustment lever then fell off. Dr. (B)(6) put the lever on and pushed the pin back into place. The pin then fell out again on the next cut. I asked him if we could change mics hand pieces. We only had 1 cut left to make which was the tiba, he wanted to proceed. I made the suggestion that he might hit his tibial array because we couldn't move the handle out of the way. He then took a adson forcep and pushed it in the hole. He was able to then adjust the handle out of the way. We completed the tibial cut with out difficulty. We finished the case. When I pulled the mics off of the robot, the hole where the pin belongs is no longer visible so as to adjust the handle to see all of the numbers correctly. I hope that I was able to get the serial number correct for return. Surgical delay = 15 minutes. Case type: tka.